Event description:
Clinic notes were received that indicated that this patient notes a return of grand mal seizures since something occurred with the vns device. Presently the patient is tolerating the vns. It was stated that the vns was interrogated and is functioning normally. Multiple attempts for relevant information were made, but no relevant information has been received to date.

Event description:
It was reported that the patient's generator was prophylactically replaced. Historically, the explant facility does not return explanted products to the manufacturer for product analysis; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.